Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was caused due to cracked objective lens. However, the most probable cause for fiber breakage, dents on distal edge, and cracked objective lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited fiber breakage, dents on distal edge, cracked objective lens and no image. There was no patient involvement.